Event description:
A customer reported that when customer used excel off brand reagent customer received vastly different results. For example, the customer received a 98 mg/dl -- not believing this test, repeated and received a "lo" (less than 20 mg/dl). The customer ate and then received results of 51, 100, and 109 mg/dl. The difference between these results if acted on could be clinically significant. While on the phone an evaluation of the system was attempted. The customer did not have the requisite supplies and these are being provided. The customer was also informed that bayer does not provide or support the use off brand reagent. The customer will be re-contacted and follow-up made.